Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer passed away in a hospital on (B)(6) 2015. The cause of the customer's death was from anal cancer. The customer's blood glucose was unknown at the time of their death. The caller stated the customer has been hospitalized since (B)(6) 2015 prior to their passing. It was reported the customer had been diagnosed with cancer since (B)(6) 2014. The caller also reported the customer's body was shutting down from radiation, leading to their death. The customer also had kidney failure, heart disease and a stroke prior to their death. It was also unknown if the customer was using sensors. The caller reported the customer was not wearing a sensor at the time of their death. It was also reported the customer was wearing their insulin pump at the time of the death. The caller declined to return the insulin pump for analysis. No additional information provided.